Manufacturer narrative:
Corrected data: updated sections b2 and h6.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There can be several root causes of leaflet thickening. Leaflet thickening may cause the valve leaflets not functioning as intended leading to regurgitation or stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 25mm valve implanted for 12 years, ten months underwent a valve-in-valve procedure due to leaflet thickening, elevated gradient, severe stenosis, and eccentric anteriorly directed moderate to severe (3+/4+) regurgitation. A 26mm valve was implanted. The patient was discharged on pod #6 in stable condition. According to the physician, the surgical valve did not prematurely fail.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.